Event description:
Patch was worn on left hip for about seven hours. Reporter felt it burning and removed it. Area was red and blistered and subsequently became infected. Dermatologist gave him prescription for a special cream to treat area. 8/6/07, additional information provided by reporter. He has used patches in the past with no problem. He is continuing treatment of area. He uses a blood thinner and did not report any additional regular medication.